Manufacturer narrative:
The physician will speak with the patient and the patient's family regarding lead extraction and implanting a new system on the patient's right side. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise, no capture and impedance measurements greater than 2500 ohms. An x-ray revealed the lead was fractured. Therefore, a revision procedure was performed. However, access was occluded and they were not able to open the pocket to extract the lead. The associated pacemaker was reprogrammed to vvi configuration.